Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the aviva system 2. Reference medwatch with patient identifier (B)(6) for aviva system 1.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 500s-range mg/dl, 120 mg/dl (aviva system 1) and 140s-range mg/dl (aviva system 2) no actions taken based on device results. No adverse event reported. Requested return of suspect device; however, strips have been depleted. Replacement was sent.